Event description:
Right breast carcinoma required right breast lumpectomy with right axillary lymph node dissection. Additionally pt underwent bilateral breast implant removal due to bilateral capsular contractures.